Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, diopter -13.0 into the patient's right eye (od) on (B)(6) 2009. The surgeon reports low vault and refractive change over time. Reportedly, the lens remains implanted.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information: on (B)(6) 2019 the lens was exchanged with a longer lens. The problem is resolved. "Patient is happy and exchange went well!" Patient code added, 3191: no code available (lens exchange, secondary surgery). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).